Event description:
It was reported that the device was used during an unk procedure. The inner seal fell into the pt. The seal was removed and it is still in the cannula. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time.